Manufacturer narrative:
(B)(4). The customer returned one, opened sac kit for analysis. No signs of use were observed on the kit or any of the components inside the kit. Initial analysis of the catheter revealed the catheter body was slightly discolored (yellow tint) and separated into several pieces. After failing functional testing, it was discovered that the catheter body is brittle and easily separated. The catheter pieces measured 17mm, 15mm, and 8mm, totaling 40mm, which is not within the specification limits of 82mm-86mm per the catheter graphic. This indicates that some of the separated catheter pieces were not returned. The catheter body outer diameter measured 1.06mm which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion graphic. Minor force was applied to the catheter body in order to attempt to replicate the reported defect. This resulted in the catheter body separating. Performed per IFU statement "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The manufacturing facility and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The report of an arterial catheter separation was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was slightly discolored, brittle and separates when a bending force was applied. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. The returned catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the customer report , testing from r & d/manufacturing, and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).